Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up a chest x-ray was completed which showed that the right atrial lead dislodged. Surgical intervention occurred to reposition this lead. This lead is remains implanted and in service. No further adverse patient effects were reported. Given this information, this event has been concluded. Should updated information become available, a follow up report will be submitted.